Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This report summarizes <noe> 4</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a remaining insulin reading issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-75 years of age and between 150 and 150 pounds. Of the reported patients, 3 were male, 1 was female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: of the 4 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning.